Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada; the customer's report was observed during review of device data logs. During the initial testing, the customer's report was duplicated and the monitor board was replaced to resolve the report. The device was recertified and returned to the customer. The monitor board was sent to zoll medical corporation, united states for further evaluation; the customer's report was attributed to a faulty diode on monitor board. Analysis for reports of this type has not identified an increase in trend.